Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was lying in bed. The customer's blood glucose was high at 486 mg/dl, for which he treated with a manual injection. He stated that the insulin pump completely shut down after the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and lacking response from the act and up buttons due to corroded keypad traces. The device was unable to perform the rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement tests due to the lack of response from the act button. The insulin pump was also received with a minor scratched display window, cracked case at the display window corners, and cracked reservoir tube lip.